Event description:
It was reported the device was used during an unknown procedure and did not work. Another device was used to complete the case with no pt consequence. The caller had no further information.